Event description:
It was reported that during a surgery follow-up appointment, the patient's device was interrogated and high impedance measurements greater than 10,000 ohms were noted. The high impedances were noted on electrodes 0 and 2. It was unclear if the surgery was related to the patient's therapy. The patient felt stimulation in their abdomen, but was able to feel coverage in their back. X-rays were taken and noted the lead location was unchanged from original placement. The manufacturer representative reprogrammed the device to use normal contacts. The cause of the abdominal stimulation remained undetermined, and the patient was referred to their pain manager for a potential re-trial. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant products: product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 3776-60, serial # (B)(4), implanted: (B)(6) 2013, product type lead; product ID 37754, serial# (B)(4), product type recharger; product ID 37746, serial # (B)(4), product type programmer, patient. (B)(4).